Manufacturer narrative:
The impella device was discarded, and the investigation has been completed. The root cause of access site bleeding could not be determined since the product was not returned and insufficient clinical details were provided.

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. During support, the patient experienced oozing from the access site. Blood loss was noted and blood products were transfused. The patient continued on support until the device was successfully weaned.